Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, in-office suture removal - feels like a suture in her vagina that is irritating and is removed from introitus, pvr 10ml, occasional leakage, postmenopausal atrophic vaginitis. Leaks when she sneezes with a full bladder, stress incontinence and postmenopausal vaginitis, vaginal cyst, mild stress incontinence, chronic granulations in vagina, postmenopausal atrophic vaginitis, multiple granulation tissue at the apex, on the 0.5cm at base on the posterior wall of vagina about ½ way proximal from introitus, 3cm from cervix papillae, on the right and on the left of the vaginal cuff- extends about 1cm are grabbed with ring forceps and removed and cauterized with silver nitrate (agno3) for 6 times. Ultrasonography shows posterior proximal mesh is loose and folded from midline to the left, at the site of the vaginal granulation polyp. Diagnosed with a small area of eroded graft versus suture in the posterior vaginal wall, MRI of the pelvis shows enterocele and rectocele - improved abdominal and pelvic pain. Physical therapy to address the vaginal issues - pelvic pain and urinary incontinence - outcome: she had difficulty performing all of the recommended repetitions due to increased pain in her left hip. She reported substantially decreased pain following manual work. She is stating that the pain in the lower abdomen/vagina is a 1/10.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).